Event description:
It was reported that the patient presented for device upgrade on (B)(6) 2023. Prior to the procedure a device interrogation showed that the right atrial lead exhibited over-sensed noise and low pacing impedance. During the procedure an insulation breach was noted. The physician attempted to repair the lead with a suture sleeve and medical adhesive. However, when connected to the new device, the pacing impedance was measured to be above the upper limit. The lead was ultimately capped and replaced. The patient was stable.